Event description:
A customer from the united states notified biomérieux of a misidentification when testing with the vitek® 2 gn ID test kit. The customer obtained an identification of brucella melitensis for an organism isolated from a water sample. The correct identification was confirmed as methylobacterium aquaticum by sequencing method performed by a contract lab. All setup procedures were correct, although the temperature of the customer's incubator is below biomerieux's recommended range (33deg c instead of 35-37deg c). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any person's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states notified biomérieux of a misidentification when testing with the vitek® 2 gn ID test kit. The customer obtained an identification of brucella melitensis for an organism isolated from a water sample. The correct identification was confirmed as methylobacterium aquaticum by sequencing method performed by a contract lab. An internal biomérieux investigation was performed. The customer reported setting up the strain after incubation at 33c for approximately 20hrs. Note 35-37c is required temperature incubation for strains to be tested in the vitek 2 gn card. No other set up information or strains were provided by the customer. Optics are cleaned monthly and saline dispenser is autoclaved when contaminated. A saline control test is performed at end of each day of use. One (1) lab report was submitted showing an excellent identification of b. Melitensis with three (3) atypical positive reactions (tyra, ggaa, ellm) for an identification of methylobacterium spp according to the gn knowledge base. Atypical positive reactions can indicate contamination, mixed culture, use of non-recommended media or other user set up errors or an atypical strain. It's possible that incubation temperature outside of those listed in the culture requirements may have contributed to the mis-identification. However without the strain or raw data it's not possible to further evaluate the cause of the misidentification. The lab report prints the message "important! Presumptive identification" for any identification of b. Melitensis to inform the user that the identification should be confirmed as was done by the customer. Vitek 2 gn test kit lot # 2410373103 met final qc release criteria. This lot passed qc performance testing.